Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. One xt7554 catheter was received for evaluation. There was no original packaging or labels returned with the sample to identify the item number or lot information. Upon initial inspection of the returned sample, the tip and the distal portion of the balloon was missing. The remaining portion of the balloon was approximately 26mm in length including the proximal cone. The remaining balloon also had some dried blood on it. The distal tip missing appeared to have separated at the proximal marker band location and appeared consistent with a tensile failure. The proximal band was missing. The balloon break appears to be primarily circumferential with a secondary tear approximately 2mm in length, mostly circumferential starting at the distal break. The result of the investigation was confirmed for balloon rupture, root cause unk. Patient and /or procedural issues may have contributed to this event. As is stated in the event description, the patient had heavy vessel calcification. The information for use (IFU) for this device states: use of a syringe of 10 ml or larger capacity is recommended. Inflation pressure must be monitored during the dilatation procedure. Use of a pressure gauge is recommended. Caution: do not exceed the pressure rating recommended for this device. Balloon rupture may occur if the maximum pressure rating is exceeded.

Event description:
It was reported that during dilation of a left av fistula, the balloon ruptured and part of it remained in the patient. The patient was sent to a local hospital for removal of the remaining fragment. The physician used a syringe to inflate and was unable to indicate the pressure at which the balloon ruptured. It was reported that the balloon had been pressurized multiple times prior to the rupture. Reported per the facility, the patient had heavy calcification which could have caused the rupture.